Event description:
(B)(6) contacted technical services to report that a customer in his area had an adverse event with one of the sjm guidewire products. Specifically, the rep stated the doctor attempted to use the courier guidewire and the distal tip broke off in the coronary sinus. The rep stated that they left in the broken piece of the guidewire in the vasculature.

Manufacturer narrative:
The user did not return the device for eval. Therefore, no eval could be carried out.